Manufacturer narrative:
Follow-up #1: date of submission 01/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/22/2015 with the following findings: a review of the basal change history showed that the pump was running at .900u for the 24 hour period of time on the date of the complaint 9/24/15. The basal segment was manually changed on (B)(6) 2015. Accuracy testing was performed on the pump. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump's basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.